Manufacturer narrative:
History of gastrointestinal bleeding was reported under MFR#2916596-2020-00368; MFR# 2916596-2020-00571; MFR# 2916596-2016-01017; and MFR# 2916596-2020-00632. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a history of recurrent gastrointestinal bleeding admitted for transfusions. No additional workup performed at this time to assess current bleeding source. Patient had a blood transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) following this event; however, the patient experienced an additional bleeding event in march of 2020 (refer to MFR # 2916596-2020-01599). The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.